Manufacturer narrative:
Updated to include UDI. Investigative results: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Root cause: the root cause was found to be a software code logic error. Corrective action: added new logic "was solution volume changed" so that the total volume will update if the solution is updated will be fixed in the following two releases: (B)(4).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the wrong drug is appearing on the pharmacy labels. The pharmacist noticed when the drug is changed, the old one is showing instead of the new one. Based on the available information, there has been no actual mistreatment.